Event description:
Boston scientific received information that this right ventricular (rv) pacing lead was abandoned eight years ago due to an unspecified issue. Our company became aware of this during a recent procedure to implant a new right ventricular (rv) defibrillation lead as this abandoned lead has now been extracted via laser (along with two additional non-functioning/non-boston scientific rv leads).

Manufacturer narrative:
Attempts to obtain additional information regarding the lead serial number and return status were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.